Event description:
Customer admitted to hosp for surgery not related to diabetes and was released the next day. Was not wearing device while in for surgery. Blood glucose elevated later, set was not changed as suggested in instructions for use. Was readmitted for diabetic ketoacidosis. Disconnected at the "qr" to troubleshoot and found leaking at the luer connection.